Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of jubwf424 showed no other similar product complaint(s) from this lot number.: mw5074762.

Event description:
It was reported that the patient required a bilateral chest tube for bilateral pleural effusions. The catheters that were used for thoracentesis were secured with a statlock. On the right side under the statlock patient had developed an unstageable pressure injury. Upon inspection of the left side patient was noted to be in normal condition.